Manufacturer narrative:
Serial #: unknown, was not provided. Expiration date: unknown, as the serial number was not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. UDI #: unknown, as the serial number was not provided. There is no indication that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that he was concerned about the visual acuity from about 4 to 5m (distance) and more. The near vision works with the new lenses very well. Patient sees strong halos at point-shaped light sources (spotlights) and concentric rings overlying them. The lens implantation took place on the left eye (B)(6) 2016. Lens implant on the right eye was (B)(6) 2016. Patient reports that surgically, everything went perfectly. The healing process was without issues and the follow-up examination showed that the lenses sit perfectly centered. Accordingly, no further interventions will be scheduled. Patient does not have other diseases such as diabetes or eye diseases. Patient reports he had no issues with visual acuity prior to his age related presbyopia and surgery and never had needed glasses. Patient has discussed questions with his surgeon, but unfortunately has not received a satisfactory answer. Patient reports bilateral lens implants and an MDR will be filed for each lens. This report represents the lens implanted in the patient's left eye.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.